Manufacturer narrative:
Device analysis for extension (B)(4) revealed the body conductor broken less than 5cm from proximal end.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the extension was defective. Impedances were all wrong, all impedances exceeded 10,000. No therapy was delivered to the patient. The event occurred on (B)(6) 2016. No external factors contributed to this event. Troubleshooting was performed, impedance measurement. The action taken to resolve this issue was replacement of the extension. The issue was resolved at the time of this report and therapy was effective now. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.